Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed a differences in sensor glucose and blood glucose values. The customer reported blood glucose value of 245 mg/dl. The hyperglycemic condition was treated with insulin pump. The event involved product(s) mmt-326a, mmt-7040a, mmt-7040a, mmt-397a, mmt-1884l. Troubleshooting was performed for sensor glucose and blood glucose values difference and noticed that the sensor glucose value of 123 mg/dl and blood glucose value of 245 mg/dl, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to change the sensor. Troubleshooting was partially perfumed for hyperglycemia and customer has been using the insulin pump system within 48hours of reported event. Customer stated auto mode/smartguard feature active at time of reported event. No further patient complications were reported. The customer will discontinue the use of the sensor. No product return is required for mmt-326a. Mmt-7040a was requested and customer response was the device will be returned. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-1884l.